Event description:
It was reported that the patient's femoral head dislocated. The patient underwent a revision surgery where the following eleos implants were revised: two male-female midsections and proximal femur. The patient's femoral head was manufactured by a different company and was also revised during this revision surgery. The two 40mm eleos male-female midsections were revised to a 70mm eleos male-female midsection. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that would have contributed to this adverse event. If additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient's femoral head dislocated. The patient underwent a revision surgery where the following eleos implants were revised: two male-female midsections and proximal femur. The patient's femoral head was manufactured by a different company and was also revised during this revision surgery. The two 40mm eleos male-female midsections were revised to a 70mm eleos male-female midsection. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00102. #3013450937-2023-00103.